Event description:
A customer contacted baxter's technical service center reporting that final bag disconnected and fell to floor while. The home patient (hp) stated that he had disconnected self to use bathroom and then heard something snap, then noticed final bag was on floor. No alarms had occurred and the hp had not reconnected. The technical service representative (tsr) assisted the hp to end therapy on the homechoice (hc) machine and advised to start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a connection issue could not be confirmed and a cause could not be determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.